Manufacturer narrative:
Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency, urge incontinence. It was reported by an advanced evaluation patient that their leads had moved/been dislodged. On (B)(6) 2018, the patient reported they felt they were going backwards after drinking coffee the afternoon of the day before the call and on the morning of the call and noted they were going to the bathroom a lot more. The patient reported they had been increasing their stimulation and still had no relief. There were no further complications reported/anticipated.